Manufacturer narrative:
The other adverse events questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off label location, implanting the device too close to the targeted nerve, and inadvertently puncturing the bone or tissue have been ruled out. Additionally, the introducer from the kit was used and the patient did not report a fall or severe force applied to or near the incision site. The cause of the tissue trauma is unknown. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, a CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
The patient reported post-operation soreness, bruising, and pain. Precautionary antibiotics were prescribed and the lead was pulled early on february 20, 2024. The provider reported low suspicion of infection but endorsed bruising and tissue trauma in the area. Post lead pull, the patient is still sore but is continuing to feel better, and their pain is back to baseline. Additionally, the patient is electing to move toward a permanent implant and is in the process of getting scheduled for a pre-operative visit with the implanting clinician.